Manufacturer narrative:
Not returned: the customer"s product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. The date of event is unknown.

Event description:
A customer reported receiving erratic readings on their adc blood glucose monitor. The customer reported receiving readings of 405 mg/dl and 124 mg/dl within 10 minutes. All tests were performed on the finger. The results where plotted on a parkes error grid and fell into the "c" zone showing the differences in values was clinically significant. There was no report of death, serious injury or mistreatment associated with this event.